Event description:
During a meniscal repair surgical procedure utilizing the fax-fix 360 curved, the needle delivery system failed to deploy. The procedure was successfully completed with a a back up device. There were no reported patient injuries or complications. There was a 10 minute operative delay in the procedure. It was reported that t1 did deploy, t2 did not. It was confirmed that the implant was not left in the patient as it did not activate.

Manufacturer narrative:
A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. One used device was returned for evaluation. Visual inspection confirmed that both t1 and t2 were present on the delivery needle. The needle was observed to be bent at the transition point of the needle. The device was manually straightened. Functional testing was then performed and t1 and t2 deployed without issue. No problem was found. Per IFU ¿warnings: do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ based on provided evidence no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).